Event description:
The customer reported the tube lasted a few days and the seal around the balloon used to inflate the cuff had given way and was leaking air. A non-routine replacement of the tube was required.